Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported revision was confirmed, though reason for revision could not be confirmed. Two stems were returned and evaluated. Visual inspection of two (2) stems (pn: 148300, ln: 938640, and pn: 148304, ln: 401680) found scratches and dents. This could probably happen when the product was inserted and removed from the tibial tray. Also there was some bone growth seen on a stem with pn: 148300, ln: 938640. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Review of DHR's and design print determine that the two stems are made of titanium (ti-6al-4v), which did not contribute to the reported event. For allergy. However, root cause for pain and stiffness cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - biomet splined knee stem # 148300 lot # 938640, agc da 2000 tibial tray # 154812 lot # 3528605, agc da 2000 femur # 154801 lot # 3398069. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06870. Product has been received and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision to remove the prosthesis approximately 26 months post initial surgery as he is allergic to nickel and felt pain since the implantation of the prosthesis with abnormal stiffness. Attempts have been made and additional information on the reported event is unavailable.